Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the crack was found in the foley catheter during operation.

Event description:
It was reported that the crack was found in the foley catheter during operation.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley with syringe. Visual inspection of the sample noted ran water thru drainage funnel and no cracks present along drainage funnel. Using the return syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no cracks on catheter shaft as no leakage occurred. With the syringe attached the catheter balloon deflated within 50 seconds, the reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed; a labeling review is not required. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.